Event description:
It was reported that when using the bd pyxis¿ es server multiple patients were not crossing over and displayed an error message as "patient data may not be current" across all devices. Customer stated that multiple patients are affected and unable to view patient in the server. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the multiple patients were not crossing over and patient data was not current. A technical support specialist (tss) reviewed the reported communication issue affecting message processing between systems. The tss connected to the application server and the carefusion coordination engine and identified that the communication service was running but timing out during reset attempts. The communication service was reconfigured to restart automatically upon failure and was then restarted. The tss allowed time for queued messages to process and validated that communication was restored. The case was marked complete after confirmation. The integration engineering support team had implemented additional restart software to automatically restart the communication service and continued monitoring. The system functioned as intended after the technical support specialist troubleshot the device.